Event description:
Reported issue involved a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset process. After resetting, the error did not reappear, and the customer successfully started their sensor session.